Event description:
It was reported that this implantable pacemaker exhibited high pacing thresholds and high out of range pacing impedance measurements on the right atrial channel. Due to this, a lead safety switch was triggered. It was decided to surgically abandon the lead. Another lead was implanted instead. This device remains in service. No further adverse patient effects were reported.